Event description:
The event was reported by medwatch. It was reported that the procedure was being performed on a 91 year old female pt. Triple lumen catheter threaded without difficulty, until last portion of line. Resistance was met, so catheter was pulled back, and it was noted that the guidewire had a kink in it. The line was removed and the guidewire was pulled. It was kinked with a 90 degree bend at the distal portion of the guidewire.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.